Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose of 65 mg/dl while using the ilet, treated with approximately 8 g of fast-acting oral glucose, with glucose rising to 83 mg/dl after monitoring; the cause was unclear, though it was discussed that after a period without insulin, subsequent delivery could have resulted in aggressive corrections. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed that there were no findings available and insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.